Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported overheat issue. Programmer was left powered on overnight and passed functional hot test. The programmer error logs indicated two errors and sluggish performance. Analysis confirmed the reported noise issue; there was noise present on wireless interrogations. Analysis also found a screen abnormality; shaded like areas found at bottom of display. It was noted the stylus was bent but functional.

Event description:
It was reported that the programmer was overheating, and there was noise present on the interrogations while using wireless telemetry. The programmer has been returned for repair. No patient complications have been reported as a result of this event.